Event description:
Pt noted a change in health, becoming very lethargic, and spent the next three days mainly lying on a futon. During this time, pt was intermittently up and had no neurologic symptoms. At the end of these three days, pt awoke and noted difficulty walking, and then more specifically left sided clumsiness and change in speech and voice. Patient presented to the hospital the following day and was immediately seen by the neurology stroke team. At that time the pt's inr was therapeutic at 2.3. Due to the already improving symptoms and delayed time since symptom onset, pt was not a candidate for tpa or other intervention. Non-contrast head CT showed a left-sided cerebellar subacute stroke and older strokes. The neurology attending commented that the stroke was likely embolic. It was prognosed that due to the relatively small size of the stroke, pt should have an excellent recovery. The unusual fatigue leading up to the event was of uncertain etiology, but pt possibly had other small emboli that led to fatigue. Pt had a transthoracic echocardiogram done which showed no obvious evidence of aortic root thrombus or aortic valve vegetation. Blood cultures were drawn on (B)(6) 2016 and all cultures have been negative thus far. A bilateral carotid ultrasound was also done and the report commented that pt had a prior carotid ultrasound performed without an lvad on (B)(6) 2014 which showed a 55-60% of the right proximal ica. Carotid velocities may be underestimated due to lvad, though no significant change noted. Due to resolution of symptoms and overall stability, pt was discharged to home two days after admission. Extensive reinforcement was made regarding the importance of calling 911 immediately for a change in mental or functional status. Given this subacute stroke, discharged on a full-strength aspirin (325 mg daily). Unclear if lvad played any role in strokes. Device was interrogated and no issues found.